Manufacturer narrative:
Mml # (B)(4). Other device replaced: model: 8000-45. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). The lead assemblies were received for analysis. The alleged out-of-range (oor) was not confirmed. Both leads passed functional testing and performed properly. Visual inspection observed slight kink damage on both received leads. The kink damage is assumed to have occurred during explant. No other damages or anomalies were observed throughout the leads. The lead model 800045 has been discontinued and has not been distributed since 2018. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
It was reported that the patient underwent a revision procedure to replace both leads. The right lead had a partial out-of-range/low-impedance condition. The right lead is programmable to another working electrode; however, the patient elected to have both leads replaced to ensure MRI (magnetic resonance imaging) compatibility. The revision procedure and replacement leads were completed without complications. There was no report of patient harm or injury. The patient reportedly has achieved excellent benefit from reactiv8 therapy.

Manufacturer narrative:
Mml # (B)(4). Other device replaced: model: 8000-45, description: reactiv8 implantable stimulation lead, serial number:(B)(6).

Event description:
It was reported that the patient underwent a revision procedure to replace both leads. The right lead had a partial out-of-range/low-impedance condition. The right lead is programmable to another working electrode; however, the patient elected to have both leads replaced to ensure MRI (magnetic resonance imaging) compatibility. The revision procedure and replacement leads were completed without complications. There was no report of patient harm or injury. The patient reportedly has achieved excellent benefit from reactiv8 therapy.